Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Per the audiologist, the patient experienced a decrease in performance. Reprogramming of the device did not improve performance. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)